Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description: panel connection lost. Panel connection lost with alarm. Will not allow to go into service mode. Replaced ip to vu cable 159367. Software upgrade to 2.91c" no patient involvement.